Event description:
After swan-ganz insertion, pt developed chest pain and left sided weakness. Air noted in sheath, device removed. Neurology consulted for air embolism. Pt required emergent hyperbaric therapy.